Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6), 2026 and (B)(6) 2026. Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced a myopic refractive outcome following implantation of a non-preloaded monofocal intraocular lens (iol), model zcu150, in the patient¿s left eye. It is unknown whether the event impacted activities of daily living. The lens was explanted and replaced with another lens of the same model with a 1.5 d difference (zcu150, 20.0 d). The patient¿s outcome status and postoperative refraction following implantation of the replacement lens remain unknown. No additional information was provided.